Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer removed the broken screws from the side of the module housing, installed new screws and verified the drawer latch to confirm no issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3 jammed and that the release latch was missing screws. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.